Event description:
It was reported by the customer that "on accucath insertion attempted to deploy guidewire and met resistance. Retracted wire back and repositioned accucath . Attempted to re advance guidewire and unable. Noted accucath wire exiting thru the instaflash hole on needle when accucath removed from patient after not being able to deploy wire second time."

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned

Event description:
It was reported by the customer that "on accucath insertion attempted to deploy guidewire and met resistance. Retracted wire back and repositioned accucath . Attempted to re advance guidewire and unable. Noted accucath wire exiting thru the instaflash hole on needle when accucath removed frompatient after not being able to deploy wire second time."